Event description:
The customer alleged they received questionable tina-quant iga gen.2 (iga) results for one patient on their c501 analyzer. The patient's initial iga result was 172 mg/dl and it was reported outside the laboratory. On (B)(6) 2013, the customer performed electrophoresis on a sample from the patient checking for high ggt results. After this test, the customer decided to repeat the patient's initial sample with dilution. On (B)(6) 2013, the patient's sample was diluted and the iga result was 3917 mg/dl. On (B)(6) 2013, the patient's sample was diluted 1:20 and tested on another c501 module. The result was 4580 mg/dl and was reported outside the laboratory. There were no reports of any adverse events. The iga reagent lot number was 671798. The expiration date was requested but not provided. It was noted the customer was using expired nacl diluent.

Manufacturer narrative:
A definitive root cause could not be determined. A reagent related issue could be excluded. Based on the patient's total protein results of 100 g/l from the electrophoresis, a plausible result for iga would not be possible. This limitation is covered in the product labeling.

Manufacturer narrative:
This event occured in (B)(6).